Event description:
It was reported that the patient underwent an explant procedure of two devices due to the need for a fusion procedure. This is the report for the second explanted device. The device will not be returned for analysis as it was disposed of by the facility.